Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and noted that preventative maintenance (pm) was due. The fse performed pm service and noted that the iabp unit checked out god the fse reviewed the iabp log files and observed a gas loss alarm before the autofill alarms. The fse ran the iabp unit for five hours on a test balloon; however, no alarms were generated. The iabp unit passed all testing to factory specifications and was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.